Manufacturer narrative:
Device has been evaluated but not yet repaired.

Event description:
During a check-out procedure at the manufacturer's service center, a ventilator's lcd screen was found to be blank. The device was not in patient use. The device's lcd screen will be replaced to address the issue.